Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device code (B)(4): off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -7.5/+1.5/109 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6)2020. The lens was implanted and removed intraoperatively due to excessive vault. On (B)(6) 2020 a shorter lens was implanted and the problem is resolved. The cause of the event is reported as unknown.